Manufacturer narrative:
Reporter phone number:(B)(4). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8105740.

Event description:
It was reported that following a fall x-ray imaging revealed patients lead was fractured. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of lead fracture was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein fractured lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction d4 -device information. Correction d6a - date of implant. Correction h4 - device manufacture date.